Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. A review of the system logfile confirmed the malfunctioning of the flex vision pc. Upon functional testing, the fse identified that the issue was related to both the flex vision pc and the power distribution unit (pdu). The fse performed multiple power cycles and attempted to reload the software on the pdu, but the reported issue persisted. The fse confirmed that the flex vision pc was defective and needed a replacement. The defective flex vision pc was returned for analysis, and it confirmed that the one stick of ram in the unit was not properly seated. To resolve the reported issue, the fse replaced the flex vision pc and installed the software. After replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc failed to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.